Manufacturer narrative:
(B)(4). On an unknown date in (B)(6) 2014 the patient experienced peritonitis. The reported product is an unknown baxter transfer set. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). It was reported during follow up that the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On an unknown date within the same month as onset, the patient was hospitalized for the event. Treatment for the event was unknown. On an unknown date, within the same month as onset, the patient was discharged home from the hospital. At the time of discharge, the patient was not fully recovered from peritonitis event. Eleven days after the initial receipt of this report, the patient was re-admitted to the hospital for recurrent peritonitis. The cause of the peritonitis event remained unknown. At the time of this report, the patient was still hospitalized and the patient was recovering from the peritonitis event. On an unknown date, the patient¿s pd catheter was removed and it was reported that the patient would be switched to hemodialysis. No further details were provided. Additional information was requested but is not available. This is report 1 of 4 involved in this event.